Manufacturer narrative:
Follow up 06-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 276 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. This event, seen as menorrhagia, is serious due to disability (work-related problems was mentioned but not specified) and is listed in the reference safety information for essure. Menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since she had work-related problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. According to the technical analysis, a product quality detect could not be confirmed but is considered plausible.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 12-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012, essure (fallopian tube occlusion insert) was inserted. On an unspecified date the consumer experienced increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, tiredness, memory loss, problem concentrating, menopause complaints, and hormonal complaints. Consumer had work-related problems and relation and/or family problems. She visited her gynecologist, had blood test performed and received medication but no more details were provided. Correction on 04-aug-2016: the seriousness criteria disability was marked to the event increase or heavy blood loss during menstruation considering that consumer reported work-related problems and relation and/or family problems. Company causality comment: this spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. This event, seen as menorrhagia, is serious due to disability (work-related problems was mentioned but not specified) and is listed in the reference safety information for essure. Menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since she had work-related problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.